Manufacturer narrative:
Analysis of the system controller log files provided confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. A no external power event was recorded and appeared to be caused by a disconnect of both the white and black power cables. The system operated on backup battery power and no disruption in pump function was recorded. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that high fluctuating power and resultant flows were observed in the event history. The manufacturer¿s technical services representative reviewed the submitted log file and high power elevations were observed. The data showed an increase in power and a decrease in the average pulsatility index over time. This type of trajectory in our past experience has been linked to the presence of thrombus. The patient did not experience tea or coke color urine. Ramp echocardiogram was performed on (B)(6) 2017 and there was no indication of issues with the left ventricle unloading. The aortic valve appeared to remain closed. On (b)(5) 2017, during the patient¿s clinic visit, increased power with normal lactate dehydrogenase (ldh) level was observed, and the significance was unclear. The patient¿s inr was subtherapeutic, and warfarin was increased. It was reported that on (B)(6) 2017, the patient was stable on a cardiovascular standpoint. Power spikes improved since the inr was in therapeutic range. Aspirin was increased to 325 mg daily. On (B)(4) 2017, it was reported that the patient had forgotten to recheck their inr on (B)(6) 2017 as instructed and dosed self accordingly to own understanding. The ldh was trending slightly upward: on (B)(6) 2017 at 268 u/l, on (B)(6) 2017 at 296 u/l, (B)(6) 2017 at 306 u/l. The patient was educated accordingly and the patient demonstrated their understanding. No tea or coke colored urine was present. The pump power did not increase past 9.5 watts. The patient was instructed to call the vad team if the power is in the double digits, and then go to the emergency room.